Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was received for analysis. The stent was damaged at the distal and proximal ends. The stent struts were stretched and distorted at the distal end of the stent. Additionally it was noted that the struts on the most proximal row were raised off the balloon material. This damage is consistent with the stent meeting resistance or an obstruction during the withdrawal of the device. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with the application of excessive force to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-nov-2015. It was reported that crossing difficulties was encountered. The target lesion was located in a coronary vessel. A 2.25 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion and the device was removed. No patient complications were reported. However, returned device analysis revealed proximal and distal stent damage.